Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three coils failed to deploy. The patient underwent embolization treatment for a type ii endoleak after evar procedure. There were not any patient symptoms or complications associated with this event. No images available for review. The vessel tortuosity was unknown. No patient injury was reported. Reported device and any accessory devices were prepared as indicated in the IFU. Rebar 027 microcatheter ¿ hospital discarded all the complaint goods due to the concern of spread of coronavirus. Additional information received noted that the coil was still attached when shown underx-ray for 3 coils. There was no resistance felt in the catheter. A continuous flush was not used, but the catheter was flushed prior to the coil entering. The procedure was completed using replacement coils.